Manufacturer narrative:
(B)(4). Investigation summary: no product associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: no product associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient came to see dr (B)(6) following his left knee revision with varus collapse of his tibial component. Original surgery was done (B)(6) 2017. Patient had painful left knee. Plan was tibial and femur revision with sigma knee revision. Fyi there are no lot numbers available on any of the components. Also the tibial component had no cement adherence to the under side of the component. No other patient information available, also no surgical delay. Patient consequence? Unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.